Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because it was not returned no investigation could be performed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had an administration set that was leaking. Mmdg did attempt to gather more information about the complaint, however, none was provided. [(B)(4)].

Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation of the device mmdg could not replicate or confirm the complaint. No issues could be found with the device.

Event description:
The initial reporter stated that they had an administration set that was leaking. Mmdg did attempt to gather more information about the complaint, however, none was provided. (B)(4).